Event description:
It was reported that the patient underwent a surgery a few weeks prior in which an inflatable penile prosthesis (ipp) was implanted. The patient was not compliant with the post operation instructions and his wound dehisced. A surgical procedure was performed in which the ipp was explanted an a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.